Event description:
During follow-up, noise was observed on the ventricular and discrimination channels. Abbott technical support was contacted and indicated myopotential oversensing was occurring. Reprogramming and also lead testing to rule out lead damage was recommended. The device was reprogrammed and the patient will be monitored to assess if the noise episodes recur. The patient was stable. Related manufacturer reference number: 2017865-2021-38026.